Event description:
Customer reports her omnipod 5 device independently delivered an insulin bolus dose of 9.4 units for 94 grams of carbohydrates. The customer stated they put the controller on activity mode and put it in their pocket while walking to a swim class. According to the report, the customer started to feel, "low", however did not require medical intervention or treatment. The device was replaced. As of the date of this report the physical device has not been received for further investigation. If new information becomes available we will reassess this case.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported uncommanded bolus. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The case description states that while in activity mode the user received an uncommanded bolus of 9.4u. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the audit log files confirms delivery of the 9.4u bolus and shows that 94 grams of carbs were entered and the confirm bolus button was pressed in order to program and deliver the bolus. It can also be seen that shortly before this bolus was delivered, interaction was seen with the controller to cancel activity mode. The log files confirm that the controller was interacted with to enter the bolus calculator screen and enter digits one at a time to program 94 grams of carbs. The controller then gave a suggestion of 9.4 u based on the inputs and was shown to go through the 2 step confirmation in order to start and deliver the bolus. This bolus was shown to not be canceled at any time by the user and was found to be within the user's setting for max bolus. Evidence of interaction with the controller was seen in order to program and start the bolus. No evidence of an uncommanded bolus was seen in the log files.